Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial setup the ilet failed to complete a firmware update, locked the user out, and repeatedly displayed ¿unable to proceed¿ when attempting supply change, restart, and factory reset; due to poor connectivity, the trainer deployed a backup ilet to start therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the trainer and analysis of information provided by the user representative. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.